Event description:
Caller states patient tested 6.9 inr, 6.1 inr, and 3.9 inr on the coaguchek xs system. Pt's coumadin dose was held for 2 days based on meter results. No adverse event reported. Requested return of suspect system and replacement was sent.